Manufacturer narrative:
An event regarding periprosthetic fracture involving a 132 size 8 secur-fit advanced stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were received. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that patient had a total hip done and then fell and fractured the femur. Surgeon removed liner, head and stem. No additional medical records available.

Event description:
It was reported that patient had a total hip done and then fell and fractured the femur. Surgeon removed liner, head and stem. No additional medical records available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.